Manufacturer narrative:
The cori console rob10024, (B)(6), used for treatment, was returned for evaluation. Nothing was visibly identified that contributed to the reported failure. The reported scenario that a "critical error: the system has detected that launcher exited due to a configuration error" was shown can be confirmed. A tka was performed using a known working drill. The setup screen where the burrs can be selected can be reached. Once next is pressed a black screen appears for a few seconds, which is followed by the internal error message. As a result of this, the attachment became stuck. The attachment can be removed by doing a kpc test. The kpc test passes without any failures. The console was opened, and no failures could be identified. The two control boards were replaced with known working control boards. Once the console was rebooted, a firmware mismatch message was shown. The original component was put back into the console. A test case was done but the internal error persisted. Software version 1.4.3 was installed, and the console functions as intended. The most likely cause of the reported complaint is that the console was having difficulty reading the drill's memory chip (eeprom). A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted tka, there was a internal error each time it was started a new case and it would not allow to pass the burr selection screen. It was advised to reinstall the software which was done, however, the problem did not disappear and another message appeared with critical error: the system has detected that launcher exited due to a configuration error. The procedure was completed with manual instrumentation. No injuries reported.